Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. The pump was used to infuse epinephrine. The pump was plugged in, gave and it displayed biomed error when unplugged. The pump's history showed that the pump changed from ac to dc with battery capacity at 95.5 but immediately alarmed system failure: battery depleted. There were no adverse events reported.